Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 516 mg/dl at the time of incident. Customer was treated with bolus and tested blood glucose after 10 min then blood glucose level was 516 mg/dl again tested blood glucose it went high to 522 mg/dl but customer tested on same location as tested before. Customer was advised to test on different location and got the result of 519 mg/dl then insulin pump showed above 400 mg/dl plus with 2 arrow down. Customer continue troubleshooting for high blood glucose and said reservoir, infusion set are fine but there was few small or tiny air bubbles in it but insulin pump still delivering bolus. Customer was advised to test the blood glucose but he declined as insulin pump showed blood glucose 375 mg/dl and 3 arrows down. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. It was also reported that the insulin pump had pump error. Customer not alleging that the insulin pump was under delivering. The reservoir and insulin pump will not be returned for analysis.